Event description:
Reporter states the insert would not snap into the baseplate. The hosp had another insert that was implanted, and it snapped in properly. There was no adverse consequence for the pt or delay in surgery or anesthesia time.